Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the chief perfusionist that the patient experienced occlusion alarms on the driver. The patient was successfully switched to a back-up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The log file revealed that the driver did receive low pressure alarms; however, there were no occlusion alarms noted. The reported event was confirmed; low pressure alarms occurred as a result of a split in the silicone tubing between the vacuum accumulator and compressor. The driver was rendered unusable as a result of the break. Per the log file, the pressure loss was sudden, there was no gradual pressure loss noted. A review of the device history records revealed that the device met all applicable quality assurance specifications upon shipment. The root cause of the split in the silicone tubing between the vacuum accumulator and compressor could not be determined. No further information is available. The manufacturer is closing its file on this event.